Event description:
It was reported a patient underwent a parotid tumor resection on (B)(6) 2022 and a drain was used. Drain was placed in the wound but drainage did not progress. Suction could not be done. So the wound was opened again, and another drain was placed, negative pressure was applied, and there was no problem in drainage. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain device however not received to date. If further details are received at a later date a supplemental medwatch will be sent. [Procedure date] unknown (B)(6) 2022. [Event date] unknown (B)(6) 2022. [Additional event description] in a parotid tumor resection on (B)(6) 2227 was placed in the wound, and 2179 was connected. Negative pressure was applied after wound closure, but drainage did not progress. So the wound was opened again, and another 2227 was placed. The reservoir was connected to the same 2179, and negative pressure was applied, and there was no problem in drainage. What is the lot number? The lot number is j2106664. Was the issue noticed during first activation? Additional details: in a parotid tumor resection on (B)(6) 2227 was placed in the wound, and 2179 was connected.negative pressure was applied after wound closure, but drainage did not progress. So the wound was opened again, and another 2227 was placed. The reservoir was connected to the same 2179, and negative pressure was applied, and there was no problem in drainage. Was another drain needed to correct the situation? Yes. If yes, was the new drain placed surgically during a second procedure? Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 product not confirmed corrected data: d1 h3 evaluation: product sample received. One used drain sample received for evaluation. Reservoir was not received for analysis. Upon visual inspection of returned drain sample, no discrepancy and/or blockage found in drain. Functionality test of drain was performed sample 100 ml j-vac reservoir and the complaint sample found complying with test. During investigation of complaint, DHR and retain sample review was performed and no discrepancy was observed. Functionality test was performed and no discrepancy was observed. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001085354 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.